Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the suggested events most likely occurred due to a faulty universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a scope communication error (b30) and no image. The issue was found during inspection for use of the device. There were no reports of patient involvement.